Event description:
It was reported that a new ilet bionic pancreas user experienced loss of blood glucose data display while using a dexcom g7 continuous glucose monitor (cgm) sensor; the issue was attributed to the continuous glucose sensor pairing. Symptoms included absence of glucose readings on the ilet without physiological adverse or clinical symptoms reported. Outcomes included no alerts or alarms, no injury, and no need for medical care. User support included remote troubleshooting and user education, including toggling the cgm settings and re-pairing the sensor. Investigation of this case revealed successful re-pairing with the sensor initiating a warm-up period, consistent with signal loss between the sensor and the ilet rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved through pairing and configuration steps.